Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient has been experiencing some discomfort that started with redness or irritation around the device site. The patient had lost weight and mentioned that the implant looked like popping out. The implant site had rash and was itchy. Furthermore, the patient was experiencing pressure around the implant that occasionally radiate up to arm. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient has been experiencing some discomfort that started with redness or irritation around the device site. The patient had lost weight and mentioned that the implant looked like popping out. The implant site had rash and was itchy. Furthermore, the patient was experiencing pressure around the implant that occasionally radiate up to arm. There were no additional adverse patient effects reported. The rv lead was explanted.